Event description:
International customer contacted beckman-coulter (bci) and reported an erroneous low glum (glucose) test result generated by a unicel dxc 800 synchron system on (B)(6) 2008. The erroneous result triggered a system generated critical re-run. The rerun result was within expectations. The initial low result was not reported out of the laboratory accordingly, there is no indication of any change to the patients' treatment. There is no indication of any adverse patient event or indication of any medical intervention to prevent an adverse event. The customer continued to process additional patient samples with no further reports of error.

Manufacturer narrative:
International customer provided a copy of the event log for examination. No errors or anomalies were identified prior to or after the reported event. The system was not evaluated nor was service conducted. The root cause of this event could not be determined as the customer continues to process patient samples without error. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.